Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to close and cubie failed to open. A field service engineer (fse) reported that, per the customer, there were no recurring issues; however, a duplicated address issue was identified. Customer stated that tsc dialed in to fix the issue. Diagnostics were performed and confirmed that the position sensor was faulty, which was then replaced and resolved the issue. While connecting the pyxis cable, it was also identified that the legacy half-height drawer 1.1 retractor band was damaged and was subsequently replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 failed to close and cubie d1 failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.